Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) in patients with a bicuspid or tricuspid native aortic valve and a small annulus. The overall study population consisted of 427 patients (bicuspid = 193, tricuspid = 234) who underwent tavr for severe aortic stenosis. A mix of valve types were used in the study, encompassing medtronic evolut r/pro and several non-medtronic brands. Among all patients, the following adverse outcomes occurred: valve-in-valve tavr, valve dislocation/embolization, conversion to surgery, annulus rupture, aortic dissection, cardiac tamponade, coronary occlusion, vascular complications, bleeding (life-threatening or major), myocardial infarction, stroke (disabling or non-disabling), new atrial fibrillation, new left bundle branch block, need for permanent pacemaker implantation, elevated mean gradient (below or above 20 mmhg), aortic regurgitation (moderate to severe), paravalvular leak (mild to severe), prosthesis-patient mismatch, bioprosthetic/structural valve dysfunction, rehospitalization for heart failure, and acute kidney injury. Additionally, the authors recorded 84 deaths during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: sheng w, fan j, chen j, et al. Transcatheter bicuspid versus tricuspid aortic valve replacement in patients with a small aortic annulus: an observational study. Open heart. 2025;12(1):e003357. Published 2025 jun 13. Doi:10.1136/openhrt-2025-003357 earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.